Event description:
It was reported that an interrogation noted a possible sensing issue with a high number of short v-v intervals on the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694045, lead, implanted: (B)(6) 2000. (B)(4).